Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving an intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the patient saw their healthcare provider on tuesday ((B)(6) 2025) and had the pump put on automatic bolus mode. It was noted since then, they have been seeing a message on their handset that says pump memory error has occurred on their controller, service code 372. The patient confirmed they were no longer programmed to do the patient bolus. During the call, patient resynced and confirmed there was no longer an alert and screen displayed patient bolus disabled. Agent reviewed information. It was reported the patient had lost a number of bolus opportunities because the handset was dead and they had to charge it every night. The troubleshooting steps that were taken on the call resolved the issue.